Event description:
Patient has als resides at home with husband and hired care givers. Patient has been on a ventilator and peg tube feedings for past two years. This patient has been to the ed multiple times since (B)(6) 2015 with peg tube issues. The balloon deflates and the peg tubes falls out, when inspected the balloon has holes in it. The patient was admitted to the hospital on (B)(6) 2015 to have a surgical consult to look for a solution. The peg tube was changed to a different brand and manufacturer at that time. The patient's husband is sure that the product was defective because nothing else had changed in the care of the patient. Dates of use: (B)(6) 2015.